Event description:
It was reported that, during a ptca procedure, difficulty advancing the graphix guidewire was encountered. The lesion was located in the proximal left anterior descending (lad) coronary artery. Resistance was felt during insertion and, upon removal; the physician noted that the coating was "peeled off." The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.